Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an appendectomy procedure, the device was fired and there were malformed staples. The device was discarded. There is no additional information. (B)(4)